Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four months of post deployment, the patient complaints of abdominal pain, an x-ray abdomen was performed, and it revealed that the filter positioned at the l4 level. Around, five years later, the patient complaints of chest pain, a computed tomography angio (cta) chest with contrast was performed and it revealed acute emboli are visualized within the lingular branches of the left pulmonary artery as well as the lateral segmental branch of the left lower lobe pulmonary artery as well as their distal segmental branches. On the next day, the patient with pulmonary embolism and gastrointestinal bleeding was deployed with a bard denali filter in the infrarenal inferior vena cava. Around, twenty-four days later, the patient complaints of abdominal pain. Around, seven months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it was revealed a vena cava filter was seen. One of the struts extends into the proximal right renal vein. Around, one year two months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed that the filter struts have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One leg penetrates into the duodenum. The filter was tilted to the left with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Based on the provided medical records, there is no clear evidence to confirm perforation of the inferior vena cava (ivc) and filter tilt is belongs to eclipse filter. Therefore, the investigation is inconclusive for filter migration, filter tilt, perforation of the inferior vena cava(ivc), as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in prior to an invasive abdominal surgery both times and due to clotting disorder. At some time post filter deployment, a computer tomography revealed that the filter migrated to kidney, spine and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.